Manufacturer narrative:
The user facility report (B)(4) was rec'd from the intermacs registry. The MFR is attempting to acquire add'l info from the hospital regarding this event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR rec'd a user facility report from the intermacs registry which stated "pt seen in clinic, found to have elevated lactate dehydrogenase (ldh). Admitted for presumed pump thrombus and placed on heparin gtt. Found to be lupus anticoagulant positive."